Event description:
Initial total psa result of 0.107 ng/ml. Same sample repeated the next day recovered less than 0.002 ng/ml. Initial result was reported. Pt was not adveresely affected. The field svc rep was unable to determine cause. The user reports no further occurrences.